Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming fiber optic cable was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming fiber optic cable. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the output energy transmitted from the fiber optic (slit lamp) cable was measured below the desired value. The procedure details and patient harm was not provided. Additional information has been requested. Additional information has been received indicating that the event occurred during service. No system messages were displayed. There was no patient involvement.